Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. This is a combined initial and final report.

Event description:
The explanted device was received at ww headquarters. No further information has been received.